Event description:
It was reported that the monitor had no power to display. The issue was found during setting up the device before use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h3, h4, h6, h11. The device was not returned to olympus for inspection; however, a field service engineer inspected the device onsite and confirmed the reported failure. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.